Event description:
It was reported that the patient presented in intensive care after receiving several shocks. Oversensing was observed via review of egms. Lead dislodgement was found. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.